Event description:
It is unknown if there was damage to the distal cover after it was retrieved from the patient. Although anti-fog is always available, it is unknown if it was used during the procedure. Also, it is unclear if any abnormalities were observed during a pre-use inspection of the device, or whether the cover was pulled or twisted after attaching it to the scope to ensure it did not come off easily.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that the single use distal cover fell off of the evis lucera elite duodenovideoscope into the patient's esophagus during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The fallen cover was collected and the procedure was completed with the same device. No patient harm was reported. The device was inspected before use and was ok. Related patient identifiers: (B)(6) single use distal cover (maj-2315 sn: unknown). (B)(6) evis lucera elite duodenovideoscope (tjf-q290v / sn:(B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to include information that was inadvertently not included in the previous submissions.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.